Event description:
It was reported that the atrial lead had high threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk, bi-ventricular implantable cardioverter defibrillator, (B)(6) 2010; 419388, implantable pacing lead, (B)(6) 2007; 694765, implantable tachy lead, (B)(6) 2008. (B)(4).